Manufacturer narrative:
Additional information: d6a (implantation date), h3 (device not returned for analysis).

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after undergoing a tka on an unknown date, patient experienced insert detachment from the tibial component. In addition, there was luxation. This adverse event was addressed by conducting revision surgery on (B)(6) 2014, to exchange the gii ps insert sz 5-6 9mm. Patient's current health status is unknown.

Manufacturer narrative:
Additional information: a2 (patient age). Corrected data: b5 (narrative), e4 (surgeon did not informed FDA).

Event description:
It was reported that, after undergoing a tka on (B)(6) 2024, patient experienced insert detachment from the tibial component. In addition, the patient sustained a rupture of the extensor apparatus with luxation of the knee joint and vascular nerve damage. This adverse event was addressed by conducting revision surgery on (B)(6) 2014, to exchange the gii ps insert sz 5-6 9mm. Patient's current health status is unknown.